Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with pump use. It was reported that pump use had been discontinued and that on (B)(6) 2014, the patient had been hospitalized for diabetic ketoacidosis (dka). Specific treatment during hospitalization was not provided. The hospital nurse reported that the patient was non-compliant with their diabetes therapy and it was determined that other unspecified health conditions or medications may have contributed to this event. Troubleshooting could not be completed to determine reason for pump discontinuation and subsequent dka. This complaint is being reported for alleged hyperglycemia associated with insulin pump therapy where a pump malfunction could not be clearly ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.